Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. There was no impact to the customer¿s blood glucose level. The pump remained functional, and the customer continued to use the pump for insulin therapy.